Event description:
Prior to positioning patient (tucking arms), all connections on the IV tubing was tightened, and after tucking the arms, the IV tubing got disconnected during the case. As a result patient lost about 100 ml of blood. Patient was stable intraoperatively. Pt positioned with arms tucked at side. Prior to tucking, verified that connection of IV tubing and cannula were tight. Tubing became disconnected and approx 100ml of blood loss was noted. Tubing reconnected.